Manufacturer narrative:
On november 11, 2024, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc was found to have a tear on the posterior view, measuring approximately 4.0 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Complete UDI information has been added to field d4 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 450cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures. As a result, the patient underwent bilateral replacement surgery with catalog number 3545375bc; serial number (B)(6) on the left side, and with catalog number 3545375bc; serial number (B)(6) on the right side on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On november 6, 2024, mentor became aware that incorrect lot number was reported for the right side. The correct lot/serial numbers were received. Hence, following fields have been updated on this form: field d4 for catalog number has been updated to "3507300bc", field d4 for lot number has been updated to "5950278", field d4 for serial number has been updated to "(B)(6)", field d4 for unique identifier (UDI) has been updated to "(B)(4)". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 24, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, date of event under field b3 has been correctly updated to may 7, 2024, and date of replacement surgery under fields d6b have been updated to (B)(6) 2024. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).